Manufacturer narrative:
The second patient was a (B)(6) female, born on (B)(6) 1947.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they initially saw that 5 patient samples had testosterone results that were > 1500 ng/dl. The customer performed manual dilutions of these samples and found that the results of the diluted samples were much lower than the upper technical limit of the assay. The customer then repeated the samples without dilution and found that the results were lower than > 1500 ng/dl. The customer found that these samples were tested using the same testosterone reagent pack. The customer then repeated a total of 12 patient samples that were tested prior to seeing the > 1500 ng/dl results. Of these, 2 were found to have erroneous results that were reported outside of the laboratory. The customer has since tested quality controls and found these to be ok on other reagent packs. The first sample initially resulted as 196.6 ng/dl and this value was reported outside of the laboratory. The sample was repeated on a different e602 analyzer using a different reagent pack and it resulted as 118.4 ng/dl. The repeat result was believed to be correct and a corrected report was issued. The second sample initially resulted as 112.3 ng/dl and this value was reported outside of the laboratory. The sample was repeated on a different e602 analyzer using a different reagent pack and it resulted as 40.19 ng/dl. The repeat result was believed to be correct and a corrected report was issued. The patients were not adversely affected. The testosterone reagent lot number was 18786101, with an expiration date of 12/31/2016. The field service representative determined that there was possible carryover from the pre-clean sipper nozzle as it was contaminated with waste residue. The pre-clean wash station was also found to be clogged. He cleaned the sipper nozzle and the pre-clean wash station. He ran controls and the results were within established ranges. He repeated patient samples that had questionable results and all samples resulted as normal. A specific root cause could not be determined based on the provided information. In addition to the findings from the field service representative, foam on the reagent or a handling issue could also cause the observed behavior. The reagent pack in question has been used up and the analyzer was found to be operating according to specification after cleaning was performed.